Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. A signal artifact monitor (sam) episode was stored and minute ventilation (mv) was disabled due to high out-of-range pace impedance measurements greater than 3,000 ohms rv-ring-to-can and what appeared to be mv oversensing. Over the last year, the rv pace impedance trends had been stable at approximately 550 ohms, and this was the first out of range rv impedance alert for htis patient. There was no noise on the presenting electrogram (egm) due to a unipolar configuration. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported, and this pacemaker system currently paced 27% in the rv.